Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during cataract surgery with intraocular lens (iol) implant procedure, after the lens was inserted inside the bag, the capsular bag ruptured. The lens was removed, and the surgery was completed by replacing with unspecified three-piece iol. The surgeon was not sure, but thinks when the lens unfolded inside the bag that caused the rupture.